Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer inflating. Upon exam, the physician noted that pump was totally flat. During the procedure, it was discovered then a needle hole stick had occurred in the tubing to the right cylinder, resulting in the leak. The ipp was explanted and replaced. There were no patient complications reported.